Event description:
It was reported the pt was unable to feel stimulation on the right side of the neck and shoulder. X-rays indicated the lead has migrated. The pt is working with his physician to determine the next course of action. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.